Manufacturer narrative:
The field service engineer found the mixer paddle was bent, replaced it, and ran precision testing which was within specifications. The customer stated qc was acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys vitamin d total gen. 2 assay result for one patient sample with a cobas 6000 e601 module. The initial result was >100 ng/ml with a data flag. The repeated result was 20.73 ng/ml. The questionable result was reported outside of the laboratory. The repeated result was deemed correct. The reagent lot number was 54736300 with an expiration date of 31-may-2021.